Event description:
It was reported that this patient was recently brought in for a routine device replacement procedure, and it was noted that this right ventricular (rv) lead pacing impedance was out-of-range at 2458 ohms. There was no evidence of rv lead noise or any other abnormal lead parameters. Boston scientific technical services (ts) was contacted and it was discussed that this lead has been implanted since 2004 and is now considered out-of-specification. It was hypothesized that due to that age of the lead, the pacing impedance rise could be the result of encapsulation surrounding the lead. However, ts recommended a rv lead replacement procedure and standard post-implant shock testing to ensure proper therapy delivery. Information has been requested regarding the event resolution and healthcare facility details, but a response has not yet been received. At this time, the rv lead remains implanted and in-service. No adverse patient effects were reported.